Manufacturer narrative:
(B)(4). Batch #t92w51. Investigation summary: the device was received the lower and upper jaws detached at the welding point. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a general surgery the articulating jaw broke off in the patient. All of the pieces were found and removed. The procedure was completed with no patient consequences.